Event description:
It was reported that the patient underwent a replacement of an inflatable penile prosthesis (ipp) due to fluid loss. The ipp was explanted and a new ipp was implanted. There were no further patient complications.

Event description:
It was reported, that the patient underwent a replacement of an inflatable penile prosthesis (ipp), due to fluid loss. The ipp was explanted. And a new ipp was implanted. There were no further patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, that the reported allegation of fluid leak was confirmed. Device history record (DHR): the device history record (DHR) confirmed, that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the pump identified, that there was a leak in the pump strain, relief kink resistant tubing (krt) (cylinder). Junction attributed to fatigue and worn to the filament, and a hole was identified. There was also contamination, found inside the pump. Visual examination of cylinders identified, that the cylinder 1 has a pinhole leak attributed to wear at fold. Hole at corner of fold was present in cylinder body. Cylinder 1 also, has a leak in proximal cylinder body, that was the result of sharp instrument damage consistent with explant damage. Hole was present, due to this damage being consistent with explant. It will be considered a secondary failure. There were no leaks found in cylinder 2. Functional testing of the device was not performed, due to leaks observed in visual testing. Labeling review: there is no objective evidence, that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.